Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3301542 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had a lead removed due to infection. No new lead will be implanted until the infection clears.

Manufacturer narrative:
Continuation of d10: product ID b3400060m serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type extension product ID b3400060m serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type extension product ID b3301542 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d10 references: product ID: b3400060m, serial#: (B)(6), product type: extension, product ID: b3400060m, serial#: (B)(6), product type: extension, product ID: b3301542, serial#: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, from the health care provider (hcp). Reported, the cause of the infection was staphylococcus aureus. All of the hardware (lead, extensions, neurostimulator) were discarded. The patient was currently on IV antibiotics for six weeks.